Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump circle button and menu button were not working. The customer blood glucose level was unknown. Customer was assisted with troubleshooting. Customer states the scroll bar was moving with no input. Customer states the insulin pump was neither dropped nor exposed to moisture. Customer states block mode was inactive. Customer states an alarm was not in progress at the time the button was unresponsive. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.